Event description:
The rptr states that the catheter balloons keep breaking. The problem has occurred with three devices from cataloque cv1042a and one device from catalogue cv1046a. (Also see 1000221.)